Event description:
The rptr's call was prompted by an advertisement she saw in a magazine. The rptr is not calling in an official capacity. While at a conference in los angeles, the rptr saw the advertisement for doc band in a local parent's magazine. The rptr had concerns as to safety of the device in relation to its intended use. The advertised use is for correcting the misshapen heads of children.